Event description:
It was reported that a screw backed out. This was noticed on a regular follow up x-ray after surgery. It was confirmed that there is no impact to the patient or medical intervention. Nothing has been done about this event because the patient does not complain of pain or discomfort.

Manufacturer narrative:
The reported event could be confirmed, although the device was not returned but through the x-rays provided, the alleged issue could be confirmed. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. With the available information, an exact root cause of the issue could not be determined. The provided x-rays were not enough to gather a sound clinical assessment as well. Also, the device must be available for a proper evaluation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a screw backed out. This was noticed on a regular follow up x-ray after surgery. It was confirmed that there is no impact to the patient or medical intervention. Nothing has been done about this event because the patient does not complain of pain or discomfort.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device remains implanted in the patient.